Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, resistance was encountered when trying to insert the right atrial (ra) lead into the header of this implantable cardioverter defibrillator (ICD). The physician used some mineral oil which resolved the issue. No adverse patient effects were reported. The device was successfully implanted and remains in service.